Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose level ranged from 287 mg/dl to over 500 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.